Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient experienced a loss of therapy. The caller reported that the patient was reporting more incontinence with her bladder and bowel. The patient did not feel stimulation and the caller reported that they didn¿t think the therapy was on. The caller denied any medical procedures that could be related to the event. The caller reported that the patient was in a rehab facility due to a fall. The caller noted that the symptoms were occurring following the fall. The caller was not with the patient at the time of call and was reviewed how to check the implantable neurostimulator (ins) with patient programmer (pp) to see if therapy was on or off. The caller was advised that if off they will need to turn stimulation back on and see if patient could feel stimulation. The caller was advised that if the patient cannot feel stimulation then it would be best to try and increase stimulation or change groups if needed. The caller was then informed that if none of these steps are successful in patient feeling stimulation then it would be best to have patient follow up with managing healthcare professional to check the system. The caller stated that the change in therapy/symptoms was sudden and noted that the patient had been in the rehab facility for about a week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.